Manufacturer narrative:
The returned ICD was visually inspected upon receipt; no irregularities were found. The clinical complaint could be confirmed during the initial interrogation; the device could not be interrogated. In the next step, the ICD was opened and the inner structure was inspected. Damage to the fixation was found that isolated the battery from the electronic module and the shock power amplifiers. This damage is highly likely the result of shock delivery along an external low-ohm shock path. Due to the module damage, the ICD could no longer be interrogated. Possible clinical complications that could have led to an external short-circuit are the twiddler syndrome, a subclavian crush syndrome, or other kinds of damage to the lead insulation where there is low ohm contact with the high-voltage leads. The production process for this device was reviewed. The production documents did not show any irregularities. All production steps were correctly executed. A standard electrical outgoing goods test was performed and good working order was documented. There was no indication of a materials defect or a manufacturing defect.

Event description:
After an implantation period of approx. 69 months, it was reported that the device was not able to be interrogated. The ICD was explanted.